Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-2218-50e serial#: (B)(4), description: trial linear st lead, 50cm.

Event description:
A report was received that the patient had an epidural puncture following a trial procedure. Symptoms were nausea and headache. The patient was prescribed with medication for the headache and underwent a blood patch. The patient was doing well.